Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through event history log review. The cause was a false empty detect at initial drain and I-drain alarm volume was met. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This report was opened in error and is a duplicate report. All evaluation information can be found in the master report number: 1423500-2011-14624.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2011 02:08:33. During night drain cycle 1, the patient's ultrafiltration reading was 661ml, indicating the home patient (hp) drained 661ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria.